Manufacturer narrative:
No pump error 130 noted during testing, however noted in trace download analysis due to moisture damage. Unit passed occlusion test, force sensor test, basic occlusion test, prime/seating test, rewind test and displacement test. During visual inspection, found motor and electronic stack moisture damage. (B)(4).

Event description:
It was reported that the insulin pump had insulin pump error. Customer's blood glucose level was unknown. Customer performed displacement test and self test and both were passed. Customer stated insulin pump error was returned. The insulin pump will be returned for analysis.